Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), genital haemorrhage ('bleeding: gen. Abnormal. Bleed') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as amoxicillin;clavulanic acid (augmentin bambini), celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, diazepam from (B)(6) 2011 to (B)(6) 2011, doxycycline from (B)(6) 2011 to (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen from (B)(6) 2011 to (B)(6) 2011, ketorolac tromethamine (toradol), nsaids since march 2011, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6) 2011, paracetamol (acetaminophen) since march 2011, pethidine hydrochloride (demerol) from (B)(6) 2011 to (B)(6) 2011, promethazine from (B)(6) 2011 to (B)(6) 2011 and terconazole from (B)(6) 2011 to (B)(6)2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 9 days after insertion of essure. In march 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"). In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full),salping. Bilateral tubal fulguration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved, the uterine haemorrhage was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, dec-2014 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011(as per pfs) type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. She received treatment for vag. Infect. She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on (B)(6) 2011: (as per pfs) unilateral occlusion (left tube occluded) other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. Right occlusion only (as per mr) impression: margins of the endometrial cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally.. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen.. Lot number:774384 manufacture date: 2010-08 expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events - abdominal pain, gen. Abnormal bleed and psych injury related to essure added. Outcome of the events - abdominal and pelvic pain, gen. Abnormal bleed, vag. Infect updated. Suspect drug start date updated from (B)(6) 2011 to (B)(6) 2011. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included augmentin bambini. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 for contraception as well as celecoxib (celexa) from (B)(6) 2015, diazepam from (B)(6) 2011, doxycycline from (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen from (B)(6) 2011 , ketorolac tromethamine (toradol), nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, pethidine hydrochloride (demerol) from (B)(6) 2011, promethazine from (B)(6) 2011 and terconazole from (B)(6) 2011. On an unknown date, the patient started augmentin bambini at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - bilateral tubal fulgeration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and uterine haemorrhage was resolving and the menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2014. 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011(as per pfs) type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on (B)(6) 2011: (as per pfs) unilateral occlusion (left tube occluded) other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. (As per mr) impression: margins of the endometr1al cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally.. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen. Lot number:774384 manufacture date: 2010-08 expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as amoxicillin; clavulanic acid (augmentin bambini), celecoxib (celexa) from (B)(6) 2015 to (B)(6) 2015, diazepam from (B)(6) 2011 to (B)(6) 2011, doxycycline from (B)(6) 2011 to (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen from (B)(6) 2011 to (B)(6) 2011, ketorolac tromethamine (toradol), nsaids since (B)(6) 2011, oxycodone hydrochloride; paracetamol (acetaminophen w/oxycodone) since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, pethidine hydrochloride (demerol) from (B)(6) 2011 to (B)(6) 2011, promethazine from (B)(6) 2011 to (B)(6) 2011 and terconazole from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 9 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full),salping. Bilateral tubal fulgeration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the uterine haemorrhage was resolving and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2014 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011(as per pfs) type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. She received treatment for vag. Infect. She did not received treatment for psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on (B)(6) 2011: (as per pfs) unilateral occlusion (left tube occluded) other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. Right occlusion only. (As per mr) impression: margins of the endometr1al cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally.. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen. Lot number:774384 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: abnormal bleeding outcome were updated to recovered. Seriousness criteria removed for event: genital hemorrhage and uterine hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6)2011 to (B)(6)2011 for contraception as well as amoxicillin;clavulanic acid (augmentin bambini), celecoxib (celexa) from (B)(6)2015 to (B)(6)2015, diazepam from (B)(6)2011 to (B)(6)2011, doxycycline from (B)(6) 2011 to (B)(6)2011, hydroxyzine since (B)(6) 2015, ibuprofen from (B)(6) 2011 to (B)(6) 2011, ketorolac tromethamine (toradol), nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6)2011, paracetamol (acetaminophen) since (B)(6)2011, pethidine hydrochloride (demerol) from (B)(6)2011 to (B)(6)2011, promethazine from (B)(6)2011 to (B)(6)2011 and terconazole from (B)(6)2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6)-2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 9 days after insertion of essure. In (B)(6)2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full),salping. Bilateral tubal fulgeration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the uterine haemorrhage was resolving and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011, (B)(6) 2014 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011(as per pfs) type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. She received treatment for vag. Infect. She did not received treatment for psych injury, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on (B)(6) 2011: (as per pfs) unilateral occlusion (left tube occluded) other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. Right occlusion only. (As per mr) impression: margins of the endometr1al cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally.. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen.. Lot number:774384 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: medical records received- new reporter were added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 for contraception as well as amoxicillin;clavulanic acid (augmentin bambini), celecoxib (celexa) from (B)(6) 2015, diazepam from (B)(6) 2011, doxycycline from (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen from (B)(6) 2011, ketorolac tromethamine (toradol), nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, pethidine hydrochloride (demerol) from (B)(6) 2011, promethazine from(B)(6) 2011 and terconazole from (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 9 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full),salping. Bilateral tubal fulgeration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the uterine haemorrhage was resolving and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2014 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011(as per pfs). Type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. She received treatment for vag. Infect. She did not received treatment for psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on(B)(6) 2011: (as per pfs). Unilateral occlusion (left tube occluded). Other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. Right occlusion only. (As per mr) impression: margins of the endometr1al cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally.. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen.. Lot number:774384, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 9-feb-2011 to 25-jul-2011 for contraception as well as amoxicillin;clavulanic acid (augmentin bambini), celecoxib (celexa) from 1-feb-2015 to 1-jun-2015, diazepam from 9-feb-2011 to 9-mar-2011, doxycycline from 9-feb-2011 to 29-mar-2011, hydroxyzine since 1-jul-2015, ibuprofen from 9-feb-2011 to 29-mar-2011, ketorolac tromethamine (toradol), nsaids since march 2011, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since 9-mar-2011, paracetamol (acetaminophen) since march 2011, pethidine hydrochloride (demerol) from 9-feb-2011 to 29-mar-2011, promethazine from 9-feb-2011 to 29-mar-2011 and terconazole from 29-mar-2011 to 24-jun-2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 9 days after insertion of essure. In march 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full),salping. Bilateral tubal fulgeration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the uterine haemorrhage was resolving and the depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2014 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011(as per pfs). Type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. She received treatment for vag. Infect. She did not received treatment for psych injury, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on (B)(6) 2011: (as per pfs), unilateral occlusion (left tube occluded), other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. Right occlusion only. (As per mr). Impression: margins of the endometr1al cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen. Lot number:774384, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event: abnormal bleeding outcome were updated to recovered. Seriousness criteria removed for event: genital hemorrhage and uterine hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included augmentin bambini. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: motrin, diazepam, demerol, promethazine and vibramycin. Concurrent conditions included abdominal cramps, post procedural bleeding, yeast infection, ear infection, vaginitis, vulvovaginitis, bacterial vaginosis, gardnerella test positive, candida test positive and uterine adhesions. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 for contraception as well as celecoxib (celexa) from (B)(6) 2015, diazepam from (B)(6) 2011, doxycycline from (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen from (B)(6) 2011, ketorolac tromethamine (toradol), nsaids since (B)(6) 2011, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, pethidine hydrochloride (demerol) from (B)(6) 2011, promethazine from (B)(6) 2011 and terconazole from (B)(6) 2011. On an unknown date, the patient started augmentin bambini at an unspecified dose and frequency. On (B)(6)2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - bilateral tubal fulguration). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and uterine haemorrhage was resolving and the menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2014 5 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coils on the right side. Discrepancy noted: in summons hsg results were provided as essure device was successfully occluded but in pfs it was reported as: (B)(6) 2011 (as per pfs) type of test: hysterosalpingogram (hsg): the fallopian tubes are patent bilaterally. Pre op diagnosis and post op diagnosis failed essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded(discrepancy).; on (B)(6) 2011: (as per pfs) unilateral occlusion (left tube occluded) other (please describe): right fallopian tube is mildly dilated. Both coils were in fallopian tubes but right one was mildly dilated. (As per mr) impression: margins of the endometrial cavity are irregular which may be related to old inflammatory disease no masses or filling defects are noted within the endometrial cavity. Essure coils are noted within the proximal fallopian tubes bilaterally right fallopian tube is mildly dilated however the fallopian tubes are patent bilaterally.. Pathology test - on (B)(6) 2011: gross description: received fresh labeled "essure coils :x2" are two portions of silver metallic material measuring less than 0.1 cm in diameter and ranging from 15.0 to 25.0 cm in length. No microscopic examination is performed on this specimen. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, failure to occlude (close) fallopian tube(s) and abnormal uterine bleeding were added. Removal details added. Outcome for pelvic pain updated. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.